Event description:
The customer alleges the cuff failed to inflate. There was no pt involvement reported.

Manufacturer narrative:
Qn # (B)(4). The device history record (DHR) review was performed on the reported lot# 73l1400097 and there were no issues found related to the complaint. A document assessment (B)(4) was conducted and no changes were required. The device sample was received by the manufacturer, however the investigation is incomplete at the time of this report. Once additional info is provided, a follow-up will be submitted.